Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer¿s spouse reported on behalf of the customer stating they received a safety letter indicating their libre 3 plus sensor has been recalled. There was no patient consequences reported. Adc customer service successfully contacted the customer and was informed that their sensors were not impacted or part of the recall. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. There was additional sensor reported (s/n (B)(6)) and has been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.